Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2010; 4554, competitor implantable pacing lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and inappropriate treatment due to t-wave oversensing (twos) on the right ventricular (rv) lead. The device and rv lead remain in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.